Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry near and distance vision. Additional information provided by the surgeon, who indicating that both eyes were implanted with the same iol model approximately 3-4 months ago. The patient has residual cylinder (~1.25d) and the best corrected with spectacles provides distance va 20/40 and near va 20/70. The surgeon also reported posterior capsule wrinkles were present and a yag was performed with minor improvement, and he plans to assess ocular surface health in more detail at next visit. The iols are well centered iols and the patient's pupils are 3-4mm. There are two medical device reports associated with this patient. This report is for the second eye reported.